Manufacturer narrative:
Final product manufacture and qc record for cov3090006. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The appearance of the retained samples was checked before the experiment and they were all normal. We have not found the complaint issue with the retention cassettes. Please see the attachment. The test results of retention samples from cov3090006 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the test kit from walmart, so this is an out of box issue. When the customer opened the test cassette package, the "t-line", and the "c-line" already had red lines next to them. The customer cannot send any pictures of the test cassette due to phone issues. I advised the customer that I will be forwarding the information to the complaint team for review. Customer will await an email back from acon labs.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer just purchased the test kit from walmart, so this is an out of box issue. When the customer opened the test cassette package, the "t-line", and the "c-line" already had red lines next to them. The customer cannot send any pictures of the test cassette due to phone issues. I advised the customer that I will be forwarding the information to the complaint team for review. Customer will await an email back from acon labs.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.